Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the infusion set was confirmed and the damage appeared to be manufacturing related. Three sealed pouches labeled as item #(B)(4) and lot #asbys0046 were returned for investigation. The products contained inside were 20g x ¾¿ safestep infusion sets. The original complaint sample, which was reportedly used, was not returned for investigation. A microscopic examination revealed a split in the adhesive fillet of one sample distal to the luer adaptor. The split traversed across voids in the adhesive that were caused by bubbles. The adjoining surfaces of the split were smooth and glossy. A functional test revealed that each infusion set was patent to infusion. No leaks were observed when the infusion sets were pressurized with water. Since the split was found on a device that was removed from a sealed pouch, the complaint was determined to be supplier related.

Event description:
It was reported that the needle line was cut and the patient had to be re-accessed. No other information was provided.